Manufacturer narrative:
Film evaluation results are: a review of CT¿s 20 months post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below lowest left renal artery. The bifurcate proximal od measured ~24mm, and 1cm lower was 24mm. The infrarenal neck and aortic body were essentially aligned with the limbs, and neck calcification was seen primarily within the distal portion of the neck. The bifurcate ipsi limb was positioned down into the distal end of the left common iliac artery, and the contra limb was placed down into the distal portion of the right common iliac. The maximum diameter aaa measured ~6cm, and contrast was seen in several locations outside the stent graft. Near the top of the sac, contrast was seen along the anterior side of the bifurcate, near an area of calcification. Two lumbar arteries were also seen near the same level as this endoleak, and a prominent type ii endoleak was observed within the mid-sac from an ima feeding the sac. Both limbs were patent, and no stent graft compression or kinks were observed. No other issues were seen. The exact cause of the aneurysm expansion could not be determined from the films provided. The anatomy at implant and earlier post-implant films were not available for review and comparison. It is possible that the endoleak seen just below the neck may be a proximal type I endoleak; the cause could not be determined as there appears to be good proximal radial apposition and little angulation. It is possible that this may be a type iii fabric endoleak or there may be a contribution from the lumbars near this location. The type ii endoleak from the ima also likely contributed to the aaa expansion.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 58 mm in diameter abdominal aortic aneurysm. It was reported that, approximately one year and nine months post index procedure, a CT revealed the presence of a proximal type I endoleak. The proximal type I endoleak was observed to be approximately 2 cm below the left renal artery. The maximum aneurysm diameter had grown to 60 mm. Per the physician, the cause of the proximal type I endoleak is unknown. No additional sequelae were reported and the patient is being monitored by the physician.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 58 mm in diameter abdominal aortic aneurysm.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.